Manufacturer narrative:
No corrective actions are being recommended at this time since a design change has been implemented. (B)(4). These design changes were implemented subsequent to the manufacture of the complaint product.

Event description:
Upon inspection of an instrument tray returned to precision spine, inc. On (B)(6) 2017, it was identified that the modular reform screwdriver (39-md-0700) had a broken tip. Follow-up attempts for additional details of how the driver broke were unsuccessful.